Event description:
A doctor used sodium chloride (nacl) as lubricant to retrieve a skin graft from a patient's right thigh with the dermatome. The doctor said the skin pulled and tugged and it felt as if the blade was skipping. The wound, about 2.5" x 2.5", looks choppy. The doctor took the blade out to examine it, reloads it again and attempted to use it again on patient's right thigh, next to the first attempt. He felt it was skipping again. The wound was 2.5" x .5" and looked choppy as well. He opened a second blade and uses mineral oil this time. A tongue depressor was used as a straight edge instead of the zimmer plastic carrier. This time the blade cut well. The doctor was concerned about the first two wounds causing a scar.